Event description:
On (B)(6) 2025, patient reported concerns after lunch despite announcing a normal meal. The patient's reported blood glucose (bg) was 400 mg/dl. Using a cd set, patient confirmed tubing was working and resumed delivery. No site leakage was noted, but patient suspected scar tissue. Agent advised a site change; patient replaced the set successfully (lot # unavailable). The patient's bg was out of range for 90+ minutes; however, no medical intervention was required. The patient reported dry mouth during the event. Site change resolved the issue and the patient's bg was stabilizing and trending down.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.